Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and not available for return to the manufacturer for analysis and procedure images were not provided; therefore, a product analysis could not be conducted, and the reported issue cannot be confirmed. If additional information is received, microvention, inc., will issue a supplemental MDR report.

Event description:
It was reported that the fred x stent did not oppose completely on the distal portion of the wall, and the middle section of the stent did not fully open. A balloon angioplasty was performed on both the distal and middle segment, and the middle section of the stent opened better as a result. The patient was reported to be doing well.